Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported "no reaction on the touch screen (when touched with finger on the monitor to confirm the new patient or make a changing which is depending on the touch screen no reaction; the buttons on the front panel everything works (mute; enter and etc.))". The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Device evaluation: failure analysis: received vela front panel. Visually inspected part. Noticed chips on the front of the touch screen and on the back of the touch screen. Installed in known good unit. Touch screen was completely irresponsive and could not be calibrated. After powered on for 20 minutes the touch screen start to intermittently respond, but still could not be calibrated as it did not respond to the place touched. When touched the touch screen sends 3v signal, but the signal flickers when only touched once. All traces show some signal response to touch. Findings/root-cause: the reported issue was duplicated. The chip in the touch screen can be the cause the layers of the touch screen to short causing the issue.